Event description:
It was reported that, "the patient wrote a letter expressing concern regarding his trident hip replacement. Approximately 1 year after implant surgery, the patient experienced 'squeaking' of his hip replacement which continues to present day."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.